Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that during a bone marrow biopsy procedure, the device allegedly broke. It was further reported that a metal straw piece from the device punctured the finger of the hcp and as a result started bleeding. The procedure was completed using another device. The patient was not injured and the hcp was noted to be in a stable condition.

Event description:
It was reported that during a bone marrow biopsy procedure, the device allegedly broke. It was further reported that a metal straw piece from the device punctured the finger of the hcp and as a result started bleeding. The procedure was completed using another device. The patient was not injured and the hcp was noted to be in a stable condition.

Manufacturer narrative:
Pr 3867295 follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001405222 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.